Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, a burr on the impactor ¿impaled¿ the gloved technician and caused bleeding on the finger. Reportedly, no patient injury/harm resulted and the procedure was completed using the same instrument, as the cup was seated prior to the incident. The tech, however, underwent blood testing per protocol with results ¿pending¿. S+n recommends that reusable instruments should be routinely inspected for functionality, wear and damage and replaced as necessary and use always practice universal precautions. Without further information regarding the outcome of the technician¿s injury, no further medical assessment can be rendered. Should clinically relevant documentation/information and/or product evaluation findings become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr the r3 straight shell impactor had a burr and this impacted the technician glove and finger causing bleeding on the finger. It is unknown if a considerable delay occurred due to the incident, also is not known if the procedure was completed with a back up device. No injury was inflicted on the patient, therefore no other complication were reported.